Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, while at the right hemicolon, the reload was connected to the handle but the firing did not advance, even the handle was squeezed after pressing the green button. A new reload was used to complete the case. No patient injury.